Event description:
It was reported that a patient presented for an implant procedure. During positioning, the right ventricular (rv) lead exhibited high pacing impedance and no capture; the physician suspects a helix rotation issue as he could feel the rv perforate the muscle. The physician elected no complete the procedure with a different rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were high pacing lead impedance, failure to capture, and helix mechanism issue. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner coil. The reported events of failure to capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.